Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the tracheostomy tube was found to have a cracked above-cuff suction aid port and a possible slight cuff leak while in use with a patient. No harm was reported.